Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had delamination at the tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber : # cs-cpl-2018-00966. The hp2 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Signs of heavy charred tissue were observed on the jaws. Specks of blood were observed on the harvesting tool handle. The silicone insulation was observed to be completely intact on both the hot jaw and the cold jaw support. The heater wire was observed to be bent and detached at the tip of the hot jaw. The wire remained in place at the base of the jaws. No other failures were observed. Based on the returned condition of the device the reported failure "peeled; jaw" was not confirmed. The analyzed failure ¿material twisted/bent; wire¿ was confirmed. Specific actions for the analyzed failure "material twisted/bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had delamination at the tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects.